Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have high impedance. Surgical intervention was planned, but no additional intervention was reported. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: h6: codes should reflect device not returned.